Event description:
It was reported that the patient indicated that the inflatable penile prosthesis pump was sitting at the base of the penis and appeared to be growing into the scrotal skin. The patient also experienced discomfort and pain during inflation. He has had constant itching in his scrotum and on his penis since the time of surgery that he described as being pricked from the inside. He has used numerous creams, lotions and soaps for relief but nothing has helped. The patient was instructed to schedule an appointment with his physician for further assessment. The patient was scheduled for revision; no further information has been provided to date.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient indicated that the inflatable penile prosthesis pump was sitting at the base of the penis and appeared to be growing into the scrotal skin. The patient also experienced discomfort and pain during inflation. He has had constant itching in his scrotum and on his penis since the time of surgery that he described as being pricked from the inside. He has used numerous creams, lotions and soaps for relief but nothing has helped. The patient was instructed to schedule an appointment with his physician for further assessment. A revision surgery took place where the pump was explanted and a new one was implanted. No further patient complications were reported.